Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating an allegation of cardiogenic shock: ¿cardiogenic shock 4/10-support: impella p7, epi 0.03, prn levo (at 0.14)/hemodynamics 2 pm (on epi 0.04, impella p7 with levo 0.1 for bp)/cvp 13/svo2 57 (was 35 before epi 0.04 this am) ci/co/svr 2.3/4.8/1125/ watching lactate, bmp, svo2 q4h for now/daily ldh with impella.4/12-cvp 12, svo2 62, co 7.9, ci 3.7, svr 505 lactate 4.34, down trending, epi weaned to 0.03 with transient increase in svo2, stable at 60. Net + fluid balance since admit and worsening due to multiple drips. Consolidating fluids as able, crrt with ufr uptitrated by nephro albeit limited by hypotension, vaso at 0.58 and climbing. Doubt infection but given multiple lines, h/o endocarditis, declining svr, cultures negative.4/13- transition to inpatient hospice.¿

Manufacturer narrative:
B.5 additional information was received, and abiomed's medical safety officer review was completed. The investigation for the reported cardiogenic shock has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause was not determined. B.7 revised as this information was inadvertently omitted from manufacturer device report 1220648-2024-10867. D.4 revised model number from manufacturer device report 1220648-2024-10867 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report 1220648-2024-10867 and should not have been. H.6 added codes 925, 4641, and 4644 as they were inadvertently left off manufacturer device report 1220648-2024-10867. H.6 code 4114 was reported incorrectly on manufacturer device report 1220648-2024-10867. A new code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use (ifus) were reported on manufacturer device report 1220648-2024-10867 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures. Additional manufacturer narrative on manufacturer device report 1220648-2024-10867 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Event description:
It was further reported that care was withdrawn from the patient and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device with the patient's outcome.